Manufacturer narrative:
Follow-up #1: date of submission 10/07/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/19/2015 with the following findings: there was evidence of moisture contamination observed behind the display lens. The pump case was cracked in the corner of the display area. The pump was completely unresponsive and unable to power on as a result of the moisture ingress.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a temperature issue with the pump. The reporter stated that there was moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.